Event description:
A 62-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2026, novocure was informed that the patient developed a blister on the top of the scalp and an erythematous rash on the right side of the head. The patient planned to treat these issues with oral clindamycin and clobetasol gel, as prescribed by a healthcare provider. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).